Manufacturer narrative:
(B)(4). Date sent: 8/6/2024. B3: unknown, assumed first day of month that complaint was reported. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: batch # a9de60. Additional information was requested and the following was obtained: "is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) : it¿s unknown" investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the el5ml device was returned with the shaft bent and with one jaw disengaged from the cam; this condition would not allow the jaws to collapse in order to form the clips. No functional testing could be performed due to the returned condition of the device. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. No clips were found inside clip track. Possible causes for the condition of the jaw disengaged from the cam may be inadvertent force, twisting or pressure being placed on the device jaws, using the jaws of the device as a dissector/retractor or damage to the jaws while entering the trocar. In addition, possible causes for the shaft bent may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. A manufacturing record evaluation was performed for the finished device batch and lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, device didn't work.